Event description:
The customer obtained non-reproducible higher than expected vitros trop I es results (sample 1 = 0.160 ng/ml, sample 2 = 0.180 ng/ml, sample 3 = 0.141 ng/ml) from multiple patient samples processed on the vitros eci immunodiagnostic system. Biased results of the magnitude and direction observed may lead to inappropriate physician action. The higher than expected results were initially reported out of the laboratory for samples 1 and 2. However, expected results (sample 1 = < 0.034 ng/ml, sample 2 = < 0.034 ng/ml, sample 3 = < 0.012 ng/ml) were obtained for the patient samples upon repeat analysis and corrected reports were issued. There was no report of patient harm as a result of this event. This report is number three of three MDR's for this event. Three 3500a forms are being submitted for this event as three devices were involved. (B)(4).

Manufacturer narrative:
The investigation determined that non-reproducible higher than expected vitros trop I es results were obtained from multiple patient samples processed on the vitros eci immunodiagnostic system. There was no evidence to suggest a reagent malfunction had occurred. An ocd field engineer replaced multiple parts and performed subsystem adjustments. Following these actions, acceptable vitros trop I es performance was observed. The sample processing conditions for samples 1 and 2 are unknown. However, sample 3 was not processed in accordance with the tube manufacturer's recommendations. It is possible that cellular debris, due to poor sample preparation, was present in the affected samples, although this could not be confirmed. A definitive root cause could not be determined. However, pre-analytical sample processing or an instrument related event cannot be ruled out as contributing factors. The root cause of this event is unknown.